Event description:
It was reported that the communicator displayed a red call doctor (rcd) icon during set-up assistance of the patient's communicator. After review of device episode data, there were right atrial (ra) lead pacing impedance values greater than 3000 ohms which triggered a lead safety switch (lss) from bipolar to unipolar configuration. No adverse patient effects were reported. Currently, this lead remains in service.